Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient flew to (B)(6) in oct and ever since then she has been "having some problems". She stated she "reset it" but did not feel stimulation. She stated having terrible cramping from her waist down and where the device was. She also noted that it has been going on ever since she went through security. Asked patient if she turned off stimulation before going through security and the patient stated she told them she had a device and they did a wand search. During the call, the patient was able to turn stimulation off and recommended monitoring cramping to see if it improves with stimulation being off. No further complications were anticipated/reported.